Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported an increase in capture threshold was observed on the rv lead. The lead was explanted and replaced.